Manufacturer narrative:
This complaint is still under investigation.

Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip-joint when walking or moving to and from a sitting position. Plaintiff also has and continues to suffer from limited mobility. Due to patients chronic pain and discomfort and other symptoms, he will likely need to undergo revision surgery to replace the implant. **update**(B)(4) 2012 - pfs and medical records were received from legal. Part/lot information was identified. Records are available for further review.